Event description:
A shim attached to the spacer might have caused the problem. The thighbone component was fixed with cement and the femur got stable without osteosynthesis.

Event description:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted shim did not reveal any visual defects or degradation. Although the investigation could not draw any conclusions about the root cause of the reported event, it is possible the surgeon had a tight joint space, and was having difficulty inserting/extracting the spacer block/shim construct, due to the tight joint space and contributed to the reported bone fracture. A search of the complaint database found zero additional reports against lot code. No evidence was found suggesting product error was a contributing factor to the bone fracture and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.